Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded and pink and scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was faded and pink and scratched. The pump was tested with a new test screen, and the test display contrast returned to normal. Unrelated to the complaint, the keypad symbols were found to be faded which has no effect on insulin delivery. A cs 054-0001 alarm was verified in black box. Investigators performed pump rewind, load, and prime with no alarms. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.